Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in the cheek and three to four weeks later, presented with swelling on one side of the face. Patient was treated with antibiotics and steroids 3 separate times. Swelling improved with medication, but each time the medications were stopped, the swelling returned. Patient was taken to the ER and admitted overnight where they tried to dissolve the filler but didn't get much of it. Patient returned to the injector and filler was dissolved with 4 vials of hyaluronidase. No further information provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.